Manufacturer narrative:
Additional information: d9, g3, h3,h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned attached to the leader. The leader was disengaged from the ferrule. Upon microscopic inspection of the ferrule, normal crimp and swage marks were noted. It was reported that a suture failed as it was passed through the trocar and the tail of the suture had detached from the needle inside the patient. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gynecological procedure, a suture failed as it was passed through the trocar. The suture was loaded into the handpiece, and correct placement and stability were confirmed by the surgical technologist. When the handpiece was inserted into the trocar and visualized laparoscopically inside the patient, only the needle was seen, and the tail of the suture had detached from the needle inside the patient. Laparoscopic visualization confirmed the position of the handpiece tip and the needle. The suture was replaced with a new one to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: unknown estitch, unknown endo stitch instrument, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.